Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 32810509301, interchangeable ulnar assembly extra small left, lot # 62867088 h3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00563 h3 other text : remains implanted

Event description:
It was reported that the patient had initial surgery approximately 7 years ago. Subsequently, the patient was experiencing pain and loss of range of motion, it was found that the patient had implant loosening and bone fracture. A revision was planned but the patient did not wish to proceed. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Proposed code for component code: stem. The reported event is confirmed as an xray was provided which were reviewed and identified the following: humeral implant loosening and a periprosthetic fracture of the humeral diaphysis as noted. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.